Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a no delivery alarm. The blood glucose reading is 127 mg/dl. Caller stated that the customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 430 mg/dl. Customer was dry heaving, agitated and panicking. During troubleshooting, the time and date are corroect. Nothing further reported.